Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous and mildly calcified superficial femoral artery. Reportedly, the physician thought the stent had deployed in the lesion but when the device was removed the stent came out with it. The delivery system was removed under fluoroscopy. The procedure was successfully completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.